Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-06443 and 1627487-2013-06444. The pt was implanted with four leads from three different lot numbers. It was reported the pt was not receiving effective stimulation. The pt was reprogrammed multiple times, however, the stimulation was not effective. Follow-up identified the pt's sys was explanted on (B)(6) 2013. No sjm rep was present during the explant. The product will not be returned to the MFR.